Event description:
It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision on (B)(6) 2014 due to pain and squeaking and the head was removed and replaced. During this procedure on (B)(6) 2014 the surgeon clipped the femoral artery which delayed the procedure for two hours. Subsequently, the patient underwent another revision procedure on (B)(6) 2014 due to infection. All product was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of deviation history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014- 05788 and 1825034-2015- 00716 / 00718).